Event description:
It was reported to boston scientific corporation on may 25, 2023, that a wallflex biliary rx fully covered rmv stent has been implanted in the common bile duct to treat a malignant stricture due to cholangiocarcinoma during a procedure performed in (B)(6) 2022. The patient's anatomy was not dilated prior to stent placement. During a routine follow-up on (B)(6) 2023, the wallflex biliary stent was scheduled to be removed. During the stent removal procedure, it was observed that the wallflex biliary stent had migrated distally, and the proximal end of the stent had tissue ingrowth, which makes the stent to be difficult to remove using forceps. A second fully covered stent was implanted inside the first wallflex biliary stent (stent-in-stent) to generate necrosis. On an unknown date, the physician attempted to remove both stents as they had been in the duct long enough to resolve the stricture; however, pressure necrosis did not work and only the second stent was removed from the patient, and the migrated stent remains implanted. Reportedly, the patient was considered for a potential radiofrequency ablation (rfa) procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d6a: the exact implant date is unknown; however, it was reported that the stent was implanted in (B)(6) 2022. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Impact code f2301 captures the additional stent implanted inside the migrated stent. Impact code f23 captures the additional intervention of second attempt of stent removal.